Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
Us complainant reported the patient was on impella cp for hemodynamic support. While on support patient was taken to the operating room due to ischemic leg on impella. Cp was explanted via vascular surgery. Patient expired on support.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Section b2, b5, h6 was updated to reflect the correct information.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.